Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level above 500 mg/dl and life threatening ketone levels. Customer was treated with intravenous insulin, and was released from the hospital on (B)(6) 2019 with no permanent damage. The cause for bg and ketone levels was unknown. Reportedly, the customer successfully resumed insulin therapy via the pump.